Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia leading to diabetic ketoacidosis year or two years ago with blood glucose level of 900 mg/dl to 1000 mg/dl. The customer was treated with bolus and manual injection. The description of complaint was diabetic ketoacidosis. The other events reported were flu. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did allege insulin pump was under delivering because insulin pump was not delivering full bolus. Customer declined to perform a carelink upload. Customer reported that the information label on the insulin pump was worn and not readable. The customer declined troubleshooting. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.